Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # x7033u. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 4 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, first clip placed correctly, then 2nd clip would not close properly around the vessel, and the clip falls off. When trying to place a 3rd clip, the device fed an open clip. When the handle is squeezed, it feels like something is stuck and more open clips come out. Then it works again. Instrument is used during the rest of the procedure without any problems. No harm or consequence for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.